Manufacturer narrative:
No additional information was provided.

Event description:
A customer reported that a beaver® and edgeahead safety sideport mvr knife was received with the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event.